Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a patient was found to have a dislocated shoulder implant during post-op visit. The patient underwent a revision procedure approximately two months post-op. No additional complications, injuries, or surgical interventions were required. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 110031399(67351505). 110031424(67121791). H6: proposed annex g code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.